Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only half a tampon upon removal, retained- vagina [foreign body in reproductive tract] upon removal, only half a tampon [device breakage]. Consumer reported via e-mail that there seemed to only be half a tampon upon removal. No serious injury reported.